Event description:
It was reported that during a da vinci- assisted malignant hysterectomy surgical procedure, the tip of the mega suturecut needle driver instrument could no longer be opened and closed. It was reportedly unknown if a fragment from the instrument had fallen inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in use for about 30 minutes prior to the issue. The procedure was completed robotically with no report of patient injury. No other information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the tip can no longer be opened and closed." Failure analysis found the primary failure of mechanical indentations/ burrs to be related to the customer reported complaint. The instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. The root cause of mechanical indentations/burrs instrument blades is typically attributed to user mishandling/misuse. A review of the instrument log for the mega suturecut needle driver instrument (part# 470309-14/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that a fragment from the mega suturecut needle driver instrument possibly fell inside the patient during a da vinci assisted procedure. Failure analysis confirmed the instrument had blade damage. The issue was attributed to mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.